Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was possible atrial undersensing. Follow-up was attempted, however, there was no additional information received. Both the lead and the device remain in use. No patient complications have been reported as a result of this event.